Event description:
It was reported that some time post dialysis catheter placement, the clamps allegedly deformed the tube so that they cannot run with the desired blood flow, as the tube gets flat. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided for review. The photo shows the 27cm dialysis catheter implanted on the patient body. Clamps in closed condition were noted on both the extension legs. A kink was noted on the blue extension leg just distal to the crimp collar. The investigation is confirmed for the reported deformation issue as a kink was noted on the blue extension leg distal to the crimp collar in the provided photo. However, the investigation is inconclusive for the reported restricted flow rate issue as the provided photo is not sufficient enough to confirm/unconfirmed the reported issue. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post dialysis catheter placement, the clamps allegedly deform the tube so that they cannot run with the desired blood flow, as the tube gets flat. The procedure was completed using another device. There was no reported patient injury.